Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reported events are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number and the implant date has been requested. See

Event description:
(B)(4).

Manufacturer narrative:
. This event was reported by the patient. Additional information regarding the event, device serial number, and diagnostic testing have been requested of the patient's physician. To date, apollo has been unable to confirm the events with the physician or received further information.

Event description:
Follow-up with the patient found their lap-band was replaced three years ago. The patient reported they had suffered from acid reflux and would cough up blood. The replacement did not resolve their symptoms. To date this event has been reported by the patient, and apollo has been unable to confirm the events with the patient's physician. This report is for the patient's first lap-band system, replaced three years ago. The second system is captured in mw # 3006722112-2015-00528.